Event description:
Terumo medical corporation received the following reported information: femoral artery angiography was performed following standard procedural steps, and the closure was successful. The patient was advised to remain immobile for twenty-four hours after the procedure. However, on the second day, approximately forty-eight hours post-operation, the entire anchor-linked hemostatic sponge dislodged and was expelled from the body when patient was moving. This resulted in a large hematoma and extensive bruising in the patient. Subsequently, a follow-up surgery was required to suture the blood vessel. The estimated blood loss was less than 250cc. Additional information was received on 26dec2025: the size of the procedure sheath used was a 6f. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There were no issues with insertion, deployment, or withdrawal of the device. The angio-seal performed hemostasis as intended when deployed. A pre-deployment angiogram was performed. The patient was stable. There was no hematoma, just kind of bruised. The patient does not have a history of bleeding disorder. The medication taken was aspirin. The posterior wall of the artery was not punctured. The blood thinning medication taken during the procedure was heparin.

Manufacturer narrative:
E1: contact: unknown. E1: telephone number: unknown. E3: occupation: unknown healthcare professional. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. The anchor, collagen and a portion of the suture from an angio-seal vip device was returned to terumo medical corporation. The provided components were visually inspected. The components are used with visible signs of blood. The suture appears cut. The collagen is tamped. The anchor is present and bent. The anchor, collagen and suture of an angio-seal vip device was returned to terumo medical corporation. The components appear used and show signs of successful deployment. Therefore, the complaint can be confirmed for procedural complications. The exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There are no indications manufacturing issues may have led to this event. No action is recommended since this risk evaluation is within the predetermined limits.